Event description:
During a follow up call for an unrelated issue, the following information was received from global pharmacovigilance: on (B)(4) 2012, the patient was contacted regarding the reported surgery and complaint of drain pain. The patient clarified the surgery was hernia surgery and the drain pain had resolved. On (B)(6) 2012, product surveillance contacted the patient regarding the hernia event. The following information was obtained: in (B)(6) 2010, the patient had his peritoneal catheter surgically placed. During the surgery, the surgeon reportedly cut his intestine, causing the patient to develop a hernia. In (B)(6) 2010, the patient had a second catheter placement surgery. On an unreported date, the patient began peritoneal dialysis therapy. On an unreported date after approximately 1 year of peritoneal dialysis (pd) therapy, it was reportedly determined the patient had a triple hernia. The patient stated the triple hernia occurred due to the weight of the pd solution. In (B)(6) 2012, the patient had a hernia repair. Additionally, the patient's fill volumes were decreased and the patient stayed dry during the day. At the time of this report, the hernia had resolved and pd therapy was ongoing. The patient stated he has never had an overfill/increased intraperitoneal volume (iipv) event that may have caused or contributed to the event and therefore did not want to have his device evaluated. He stated the hernia was unrelated to any baxter solutions or the homechoice machine.

Manufacturer narrative:
(B)(4). The patient declines to return the homechoice device to baxter for evaluation. The facility nurse declined to confirm the reported event or to provide further information related to this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The issue was not confirmed. The cause was undetermined.